Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads on the reclaim pull rod are stripped causing difficulty while engaging taper. The surgeon has requested the item to be replaced.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned instrument confirmed the reported observation. The root cause is attributed to misuse and heavy usage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.